Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the device longevity was ¿not met.¿ it was noted the cause of the issue was unknown. There were ¿no visual or electrical anomalies found with the hybrid circuit¿ and ¿destructive analysis of the battery did not find any anomalies that would have caused premature battery depletion.¿

Event description:
It was reported the patient had experienced ¿less than 50% therapy relief¿ at an unknown location. The patient¿s implantable neurostimulator (ins) underwent ¿suspected premature battery depletion.¿ the ins had previously reached the elective replacement indicatory (eri) status on (B)(6) 2014. It was noted the patient ¿had to turn stimulation up to 8 volts at times¿ at the time the ins had reached eri. The ins was replaced as a result of the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).